Manufacturer narrative:
(B)(4). Date sent 10/8/2024 d4 batch #953c05 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/10. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photos were provided and they showed the condition of the reported event. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 953c05, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number c9e34e, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure the surgeon had used the device for multiple firings already. However there was an hour pause between the 4th and 5th firing. On the 6th firing with no articulation button pressed, surgeon had released safety trigger to fire. Sounds of firing can be heard but suddenly stopped despite surgeon still holding down on firing trigger. Surgeon released to press down again but no sound was noticed. Home button was pressed and jaws could open. However, it did not seem like jaws were able to open to normal jaw aperture height. Tissue was removed safely from jaw and upon inspection, there didn't seem to be any firing from the 6th reload. A new stapler was opened to continue with last firing. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.